Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
After adjust the pressure , found shunt right angle with siphonguard cannot drain

Manufacturer narrative:
(B)(4). Upon completion of the investigation, it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 70mmh2o. The valve was visually inspected: no defects noted. The valve was hydrated for about 26 hours. The valve was tested for programming. With programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, an occlusion was noted at the ruby ball. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, and on the seat of the ruby ball. Review of the history device records confirmed the valve product code 82-3146 with lot crlbp4, conformed to the specifications when released to stock in 6th november 2014. The root cause of the problem is due to biological debris found on the spring, on the spring pillar, on the ruby ball, and on the seat of the ruby ball. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.